Event description:
It was reported that one endeavor sprint rx stent (2.25 x 12mm) & one competitor stent (stent, 2.5 x 13mm) were implanted. The two lesions were treated separately at the 1st diagonal branch. Patient was re-admitted one-day post discharge with lateral st- elevation and complete occlusion of the diagonal branch & suffered stent thrombosis two days post stent implant. (MFR report# 2953200-2008-00514). The investigator has indicated that an acute stemi was suffered two days post stent implant as an associated clinical symptom of the stent thrombosis. The investigator has assessed the event as a non-q-wave mi. Two days post stent implant, revascularization was carried out on the 1st diagonal branch due to re-stenosis after previous ptca. One endeavor sprint rx stent (3.0 x 30mm) was implanted. The patient was asymptomatic at the 30-day follow-up stage. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of information.